Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intensively wear of the tissue pad. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. The grasping section and the probe came into contact due to wear of the tissue pad. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing a probe damage error and an ultrasonic level error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the ultrasonic surgical instrument had an ultrasonic amplitude error (error code unknown) after about two attempts at output during a therapeutic procedure. Upon inspection of the device, it was noted that the scissors' pad had melted. There was no part falling off. There were no reports of patient harm. The device was replaced with a new unit and procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.